Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 7.5fr 30cc iab and teflon sheath. Small areas of dried blood were noted on the hub of the sheath. The proximal end of the teflon sheath was returned detached from the teflon sheath hub. Engineering has been notified of the event. The distal end of the sheath was approximately 35.0cm from the distal tip of the catheter. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the sheath separation is confirmed by visual inspection of the device. The proximal end of the sheath was returned separated from the sheath hub. The root cause of the separation is undetermined. (B)(4) was previously initiated to investigate the issue. This complaint type will be continued to be monitored for any developing trends.

Event description:
It was reported that on the morning of (B)(6) 2015 the md inserted the intra-aortic balloon (iab) via the patient's right femoral artery while in the cath lab. After iab insertion the intra-aortic balloon pump (iabp) therapy began. The patient was still the in cath lab when it was noted that there was a lot of bleeding from the insertion site. According to the report various techniques and products (2 x quick-clots, packing of gauze with slight compression) were used to stop bleeding, which was unsuccessful. Closer inspection of the area revealed that the (ptfe) sheath was broken between the valve and shaft. The sheath and iab were removed. A save guard dressing was applied to the insertion site area which stopped the bleeding. The length of time prior to the event was less than one hour. There was no reported patient death. There was a reported interruption in iabp therapy. It is unknown if the interruption caused harm to the patient. At this time the md did not insert another iab. According to the md "the patient lost a lot of blood and monitoring the patient's hemodynamics 1st." Medical intervention was required and described as "pressure to right groin area to stop bleeding post removal." At this time the patient is still alive, and in the intensive care unit receiving blood and awaiting iab insertion and possible CABG (coronary artery bypass graft) surgery. Hb (hemoglobin) before procedure: 10.9 g/dl,hb (hemoglobin) at 13:00 after incident, while receiving blood: 10, 1 g/dl it was noted that the pump used was the autocat2, s/n (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the morning of (B)(6) 2015 the md inserted the intra-aortic balloon (iab) via the patient's right femoral artery while in the cath lab. After iab insertion the intra-aortic balloon pump (iabp) therapy began. The patient was still the in cath lab when it was noted that there was a lot of bleeding from the insertion site. According to the report various techniques and products (2 x quick-clots, packing of gauze with slight compression) were used to stop bleeding, which was unsuccessful. Closer inspection of the area revealed that the (ptfe) sheath was broken between the valve and shaft. The sheath and iab were removed. A save guard dressing was applied to the insertion site area which stopped the bleeding. The length of time prior to the event was less than one hour. There was no reported patient death. There was a reported interruption in iabp therapy. It is unknown if the interruption caused harm to the patient. At this time the md did not insert another iab. According to the md "the patient lost a lot of blood and monitoring the patient's hemodynamics 1st." Medical intervention was required and described as "pressure to right groin area to stop bleeding post removal." At this time the patient is still alive, and in the intensive care unit receiving blood and awaiting iab insertion and possible CABG (coronary artery bypass graft) surgery. Hb (hemoglobin) before procedure: 10.9 g/dl,hb (hemoglobin) at 13:00 after incident, while receiving blood: 10, 1 g/dl it was noted that the pump used was the autocat2, s/n (B)(4).